Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in the needle was below the lower limit of the taper fit of the batch.

Event description:
It was reported that before use of the bd¿ syringe s2 5ml 22ga 1-1/4in the needle was below the lower limit of the taper fit of the batch.

Manufacturer narrative:
Investigation summary: DHR: 1809356: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. Since bd was unable to confirm your indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined and absence of other complaints related this issue were received, it was concluded that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.